Event description:
Per site, postop cta showed small type ia endoleak. The image is pending analysis by the core lab. Patient outcome - "per site, event is ongoing."

Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR-2247858-2023-00009, device 2 is being reported under MDR-2247858-2023-00010, device 3 is being reported under MDR, and device 4 is being reported under MDR-2247858-2023-00012.

Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR-2247858-2023-00009, device 2 is being reported under MDR-2247858-2023-00010, device 3 is being reported under MDR-2247858-2023-00011, and device 4 is being reported under MDR-2247858-2023-00012.

Event description:
Per site, postop cta showed small type ia endoleak. The image is pending analysis by the core lab. Patient outcom - "per site, event is ongoing."